Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation: retain the consistency and the setting behavior of the material are okay and within specification. The material sets. The complaint is inconclusive. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR.

Event description:
In this event it is reported that patient experienced due to the use of thermaseal ribbon starter kit. No injury occurred.